Event description:
The (B)(6) pt had the devices implanted on (B)(6) 2008. The converter was installed off label as a stand alone device, along with the two legs, due to pt anatomy. There was no pre-existing device implanted prior to (B)(6) 2008. The pt occluded (occlusion of right common iliac) the surgical graft and required a thrombectomy in (B)(6) 2012. Due to the thrombosis the pt has been on warfarin. The pt had a sudden onset of symptoms in (B)(6) 2015. The doctor diagnosed the pt with a type 3 endoleak. The doctor re-lined the graft. A new graft (of an unk type) was placed inside the existing graft. The pt is now fine. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device manufactured before implementation of UDI. (B)(4). The event is currently under investigation.

Manufacturer narrative:
During investigation, a review of complaint history, device history record, information for use (IFU), quality control (qc), specifications and trends was conducted. The fogarty thrombectomy was questioned by one of the clinicians as a possible source of type 3 endoleak functional separation). The procedure typically involves the inflation of a balloon proximal to thrombus and while the balloon is still inflated, the movement of the balloon distally through the thrombotic anatomy. If sufficient contact is made between the balloon and the joint of the ax1 and the leg devices, it is possible that the seal could be compromised between the two grafts and a type 3 endoleak initiated or the joint could be compromised sufficiently that at an unknown point later, the joint might begin leaking. The complaint device was not returned, images were not provided and CT data was not submitted for review. The manufacturing records of the complaint device and component leg devices indicated no instances of rework or non-conformance for all three devices without further case data or CT information, it is difficult to identify the root cause of the complaint. It is possible that due to the fogarty thrombectomy that the joint between the complaint device and overlapped leg device was compromised resulting in symptoms 3 years later. It is possible that the initial off label placement contributed to this event. However, without additional information, a definitive root cause cannot be established. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.